Manufacturer narrative:
A visual, functional, and dimensional analysis was performed on the returned device. Reported device code confirmation. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the lot number was not reported. Based on the reported information and the observations from the returned analysis, the investigation was unable to determine the cause of the reported issue. The subsequent treatments are related to the circumstances of the procedure. In this case, it appears a bilateral the foot caught the suture when closed or it is possible the suture did not release from the foot; both leading to the entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using a prostyle device after an interventional right heart catheterization (rhc) procedure with a 7f sheath. Reportedly, the footplate did not retract after attempting to close the lever and remove the device. The device was disassembled but was still unable to be removed. The physician stated that the foot plate was sutured to the anterior side of the vessel wall. Surgical intervention was performed to remove the device and to achieve hemostasis. A clinically significant delay in the procedure was reported. No additional information was provided.